Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a left ventricular (lv) dislodgement was observed. The lv pacing threshold was captured in the atrium. An x-ray examination with possible replacement is anticipated. The lv pacing was deactivated in the meantime. The patient was stable with no adverse consequences.